Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The device also alarmed sensor error or calibration error, but the customer was unsure which. The customer stated that he did not know the blood glucose reading at the time of the sensor error but the blood gluocose reading was between 150 to 160 mg/dl during the inaccurate sensor glucose reading. He declined troubleshooting for the issue. Advised the customer never to treat based on sensor glucose readings; the customer understood. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.